Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a failed battery test on the insulin pump. Customer's blood glucose level was 188 mg/dl. Customer put in new batteries and is still receiving the same alarm. Customer did bolus after breakfast and the pump started beeping with a failed battery test. Customer stated that she cleared the alarm before putting in new batteries. Customer stated that there is a little white spot on the battery cap contact, but it does not look damaged. Customer has to end the troubleshooting at this time because she needs to feed her baby. No additional information provided.